Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for pericardial effusion. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 3+. The steerable guide catheter advanced to the right atrium; however, was unable to cross the thickened septum due to anatomy. Multiple advancement attempts were performed; however, were unsuccessful. Following, a very small pericardial effusion (about 2cm) was noted. It was decided to abort the procedure and attempt again in the future. Protamine was provided to reverse the heparin and the event resolved. The patient remained stable and the mr remained grade 3+ as no treatment was provided. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the reported failure to advance appears to be related to a difficult septal crossing due to patient anatomy (thick septum). The reported pericardial effusion is due to the reported failure to advance and the multiple advancement attempts, therefore, due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.